Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) via a company representative who reported that the patient was not clinically better. They consulted neurology to see her for any underlying neurological causes. It was noted that the patient had a short-term injury of bruising visible on her arms related to the event because she had to be restrained on multiple occasions. Long term injuries were unknown. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of baclofen at 1540 mcg/day and 20 mg/ml of bupivacaine at 15 mg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the patient presented to the ER obtunded and agitated. The hcp believed the patient might have been experiencing baclofen withdrawal. The patient received a pump refill and dose change on (B)(6) 2020. A catheter access port (cap) kit was used to explore the catheter. The catheter was intact and dye was visualized in the intrathecal space as deemed appropriate. The drug was removed from the catheter, internal pump tubing, and the pump reservoir and was replaced. The removed drug was sent for analysis. No surgical intervention was planned or had occurred. The patient's issue was considered resolved at the time of the report. The patient's status at the time of the event was listed as "asked, unknown." No further complications were reported.